Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. During troubleshooting with tandem technical support it was found that the customer accidentally put the pump into storage mode. The pump was successfully turned back on. Customer had elevated blood glucose levels (255 mg/dl). Customer addressed elevated bg levels with an insulin pen and lantus.